Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, a clinical assessment could not confirm the reported event. The most likely cause of the loss of seal and the inability to mitigate the aneurysm at the implant procedure could not be determined due to lack of medical information surrounding the implant procedure. The clinical assessment found the severely angulated infrarenal aorta, the tortuous iliac anatomy and/or the concomitant use of a non endologix iliac stent contributed to this event. The event devices remain implanted in the patient and were not returned for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: updated adverse event information. Common device name updated contact information corrected to current contact. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft, and two suprarenal cuff extensions were implanted to treat an abdominal aortic aneurysm. The bifurcated stent graft and the suprarenal cuff extension were implanted as planned, with the suprarenal cuff extension positioned just below the renal artery. The second surarenal cuff extension was successfully implanted above the terminal aorta to obtain sufficient overlap. The final angiogram showed the presence of a suspected type ib endoleak, that could not be resolved following the placement of an additional extension in each leg extending down to the external iliac artery. The procedure was concluded with no further treatment. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.